Manufacturer narrative:
Concomitant medical product: 5068-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infective endocarditis. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.